Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges intestinal blockage, recurrence, inflammation, subsequent surgical intervention, severe pain and general allegations for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient; however, no details have been provided. The instructions for use (IFU) included in this product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. A review of the IFU finds it to be adequate and identifies multiple potential adverse patient outcomes associated with surgery/use of the device including recurrence and inflammation. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Information provided by the patient's attorney is limited and review of the IFU and manufacturing records does not assist in the identification of the root cause of the patient's alleged post-op complications. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2009, the patient underwent repair of an umbilical hernia. It is alleged that a bard/davol ventralex mesh was implanted in the patient during this repair. Attorney also alleges that on or about (B)(6) 2010, a non bard/davol product was implanted in the patient's abdomen to repair an umbilical hernia. It is alleged that on or about (B)(6) 2019, the patient underwent removal of the mesh products. Attorney also alleges that the patient experienced and/or continues to experience severe pain, intestinal blockage, recurrence, and inflammation. It is also alleged that the patient continues to suffer complications as a result of implantation with the mesh products. As reported, the ventralex mesh had caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced depression, mental anguish, emotional distress and the device was defective.